Manufacturer narrative:
On 8/14/96 pt developed symptoms of phlebitis from a routine venipuncture performed at a health fair. Reportedly, pt consulted her private physician and one other physician who concluded the phlebitis may have been caused by her venipuncture. Pt was prescribed keflex. There have been no toher complaints reported on this lot.

Event description:
On 8/14/96 patient developed symptoms of phlebitis from a routine venipuncture performed at a health fair. Reportedly, patient consulted her private physician and one other physician who concluded the phlebitis may have been caused by her venipuncture. Patient was prescribed keflex. There have been no other complaints reported on this lot.